Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "low", however, a specific blood glucose (bg) value was not provided. Customer reported he was unable to access the pump screen which caused the low bg. Customer consumed carbohydrates to address bg level. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.